Manufacturer narrative:
Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available. Clarification to b3 partial date of event: date of diagnosis post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6) 2025 using the c80 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.